Manufacturer narrative:
Plant investigation: the acid/bicarb pump was received with signs of thermal damage (discoloration/cosmetic damage) on the cable. There are no other discrepancies on the pump. Install acid/bicarb pump (as-received condition) onto test machine for testing. No problems during the initial power up. Dialysis functioned properly without any conductivity alarms. The pump was able to pull in and deliver out fluid (concentrate). A continuity check on the cable is satisfactory. The cable did not affect the functionality of the pump. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed.

Event description:
A user facility biomedical technician (bmt) reported to technical support that a 2008t machine had a conductivity low alarm/message occurred during dialysis (setup) mode. Customer discovered the concentrate pump stopped pulling fluid (there were no air locks occurring in the pump).biomedical technician stated that he replaced the acid pump to resolve the reported issue. The machine is back in service. There was no patient involvement or adverse event reported. The acid/bicarb pump was returned to the manufacturer. Upon physical evaluation of the acid/bicarb pump by the manufacturer, it was identified that thermal damage (discoloration/cosmetic damage) was observed on the cable.